Manufacturer narrative:
Device available for evaluation?: no - a sample was not returned for evaluation. It was previously reported that a sample would be returned. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 3024278. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Device not returned for evaluation.

Event description:
It was reported that while using a bd integra ml syringe with detachable needle, the needle did not retract and the nurse received a contaminated needle stick injury. The nurse received antiviral post-exposure prophylaxis.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. Pir #(B)(4).

Event description:
It was reported that while using a bd integra 3ml syringe with detachable needle, the needle did not retract and the nurse rec'd a contaminated needle stick injury. The nurse rec'd antiviral post-exposure prophylaxis.